Event description:
A malfunction was reported on a pump by the customer, indicated by a malfunction code "malf 16." There was no adverse impact to the customer¿s blood glucose level. Technical support assisted by providing information to reset the pump, but the malfunction recurred. As a result, the pump was replaced, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to return the malfunctioning pump using a pre-paid label.